Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. The customer treated with a manual insulin injection. The father of the customer reported that insulin was not being delivered to the customer. The father of the customer declined to troubleshoot and reported that they changed the infusion site of the insulin pump and everything was fine. No additional information was provided.